Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the q-tip plunger fell off. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic procedure, the q-tip plunger fell off and got stuck at the top of the trocar. The surgeon used hemostasis to remove it from the trocar housing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the wipe noted that the large end of the wipe was broken off and it appears that the plastic was forced to bend. It was reported that a component disengaged/disassociated from the device. The reported issue was confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "grasp the blue handle and push the foam head straight into the trocar. Do not release or bend the trocar wipe. On certain trocar models that have a spring loaded valve, open the valve during insertion or retraction of the trocar wipe. Be sure the trocar does not have any sharp edges that can snag the trocar wipe, also do not extend the trocar wipe foam head beyond the distal end of the trocar." If information is provided in the future, a supplemental report will be issued.